Event description:
Description event the problem is that the aiming beam was dim. Biomed sent the device to lumenis for repair as it is under warranty lumenis aligned the laser and returned it to our facility a few weeks later. Then it was returned to service. There was no pt harm. Device malfunction that it, the device did not do what it was supposed to do.

Manufacturer narrative:
Service evaluated system found the aiming beam to be out of alignment, realigned the aiming beam and did recalibration on system found no other errors or problems with system. Finished laser and quality checked. On 3/01/07 evaluated system found no problems contacted customer, told customer aiming beam moves when system is taped found aiming beam focus lens unglued and lossed. Fixed lens realigned and found no other problems. Root cause found aiming beam focus lens unglued and lossed.